Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Month and day unknown. Only year (2017) is known.

Event description:
It was reported that during an unknown procedure, after the surgeon fired the device. The scrub nurse loaded a new cartridge. When he tried to fire it, the staples didn't come out of the device and made a "tuck" sound. He removed the device out of the patient's body with manual override, and used the new one to finish the case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 03/28/2018. Batch # (B)(4). Device analysis: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.